Event description:
Left hip revision needed due to corrosion of prosthesis; see timeline of events and operative reports attached with this package. Operative reports attached for 2005 and 2006; the MFR of the prosthesis is not the same.